Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic exhibited contour sharpness on the distal end of the insertion section and a cut video cable protector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a root cause could not be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.